Event description:
Information was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter stated, the pt was on vacation and began having control issues. She ate cake and ice cream and bloused. Her blood glucose became elevated. She corrected and went to bed. The next morning, when she tested her glucose meter read "hi". She was hospitalized and diagnosed as in diabetic ketoacidosis. She was treated with insulin and IV fluids. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Occlusions, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.